Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. At an unspecified time during the procedure, a pericardial effusion occurred. A pericardiocentesis was performed and the procedure was aborted. It was further reported that after the trans-septal puncture and after insertion of the watchman device, the patient's blood pressure dropped, however no pericardial effusion was visible on transesophageal echocardiogram. The patient's anatomy was challenging and required the exchange from a watchman access system (was) double curve to a was anterior curve. In attempt to implant, there were approximately five (5) partial recaptures and one (1) full recapture. The pericardial effusion was then visible via transthoracic echocardiogram. The pericardiocentesis was successful and the patient is in good condition.

Manufacturer narrative:
B5: additional information added. D4: model number, lot number, catalog number, expiration date, unique identifier (UDI) # added. H4: device manufacture date added. H6: patient code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. At an unspecified time during the procedure, a pericardial effusion occurred. A pericardiocentesis was performed and the procedure was aborted.